Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k023357.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2015 due to dislocation. The femoral head and polyethylene acetabular liner was removed and replaced.